Manufacturer narrative:
The return of the was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to fracture. Additional information received indicates that the lead did not capture high outputs and exhibited high impedance >3000 ohms. Noise was also noted. This lead was never in service and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The return of the was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to fracture. Additional information received indicates that the lead did not capture high outputs and exhibited high impedance >3000 ohms. Noise was also noted. This lead was never in service and will be returned for analysis. No adverse patient effects were reported.